Event description:
The pump was explanted and replaced after an implant duration of 85 months due to manufacturer's recall. The pump had been infusing lioresal 2000mcg/ml at a daily dose of 138mcg. There were no patient symptoms and no device troubleshooting done. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Final device analysis results reveal insufficient bond of catheter access port.